Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that secondary set c62 leaked during use. The following information was provided by the initial reporter: during priming of c62 with saline, the pharmacist noticed a small leak originating from the spike and tubing connection.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. The final product for lot ta12059 is assembled and packaged at a supplier site. Upon visual inspection, a drop can be seen on between the spike and the tubing, however, there is no evidence of a malfunction or any defects. Without the physical sample to evaluate, we cannot properly identify a cause for the leak. Two retained samples were used for additional evaluation. There were no visual defects noted and the dimensional inspection verified the product was manufactured properly. Functional evaluations were conducted and in all cases the product performed as expected. After investigation, the DHR review (no issues detected during production), the complaint trend history (only three related complaints where the issue could not be confirmed in all cases) and the functional evaluation of the retained samples, it is concluded that it is not possible to determine the root cause with accuracy without the affected sample and without more detailed information from the customer. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that secondary set c62 leaked during use. The following information was provided by the initial reporter: during priming of c62 with saline, the pharmacist noticed a small leak originating from the spike and tubing connection.